Event description:
During the last 6 mos of 1997, facility encountered 2 injuries related to the arjo lift. Two of residents were treated for fractured femurs (one in 7/97 and one in 8/97). Arjo, inc was notified after the second incident, when rptr realized the two injuries were similar in type and location. Arjo reps came to facility and investigated the incidents in 9/97. After careful investigation, it was concluded that the injuries were the result of user error and recommended that all appropriate personnel review the recommended operation for the arjo lift. Inservice training was done with appropriate personnel at facility by the person in charge of training employees who work directly with residents. Proper operation of the arjo lift continues to be emphasized with current and new employees.

Event description:
During the last 6 mos of 1997, facility encountered 2 injuries related to the arjo lift. Two of residents were treated for fractured femurs (one in 7/97 and one in 8/97). Arjo, inc was notified after the second incident, when rptr realized the two injuries were similar in type and location. Arjo reps came to facility and investigated the incidents in 9/97. After careful investigation, it was concluded that the injuries were the result of user error and recommended that all appropriate personnel review the recommended operation for the arjo lift. Inservice training was done with appropriate personnel at facility by the person in charge of training employees who work directly with residents. Proper operation of the arjo lift continues to be emphasized with current and new employees.